Manufacturer narrative:
Refers to the main device, other components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump was coming out of their skin. The patient was reportedly on antibiotics. A complete explant of the patient's pump and catheter occurred on (B)(6) 2017. The cause of the pump coming through the patient's skin was unknown and it was unknown what, if any, environmental/external/patient factors may have led or contributed to the issue. The issue was considered resolved. The patient's pump and catheter were discarded by the hcp. The patient's status was listed as "alive-no injury". No further complications were reported.